Manufacturer narrative:
Correction h6.

Manufacturer narrative:
The stellaris handpiece has not been returned, however a white colored particle was sent for lab analysis /compositional characterization using an optical stereo microscope and ftir. The particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope. Eds analysis indicates the white colored particle consists primarily of carbon and oxygen which is consistent with organic material. The white colored particle was also analyzed using a fourier transform infrared spectrometer (ftir), which produced a spectrum consistent with that of polycarbonate. This investigation is complete.

Manufacturer narrative:
Section 4 was updated with the serial number of the device, and section 11 with the concomitant disposable pack. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. No device was returned. The investigation is complete.

Manufacturer narrative:
Additional investigation results are pending.

Event description:
A user facility in (B)(6) reports that a particle entered a patients eye via the phaco handpiece. The particle was removed using capsulorhexis forceps. No patient injury was reported.